Event description:
Patient came to operating room for endovascular procedure with stent. While deploying stent through deployment system, system partially fails and tip of deployment system becomes dislodged. Tip is retrieved from inside patient, no foreign body left in patient. Stent is an abbott supera peripheral stent system.